Event description:
This 51-yr-old female underwent silicone gel bilateral breast augmentation in 1976. The procedure was performed at another facility, thus the MFR of the implants is unknown to this reporting facility. The pt presents with grade IV baker capsular contractions. Gross exam: both implants are ruptured. The capsules show fibrosis and calcification.